Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A caregiver for a peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak discovered in their liberty select cycler during tx complete ¿ step 9. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid leaked from inside the cassette door. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The technical support agent issued a replacement cycler due to fluid leaking and advised the patient to inform their peritoneal dialysis registered nurse (pdrn) of the replacement. Upon followup, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed the patient has received the replacement cycler and continued pd therapy using it without issue. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A three hour accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A caregiver for a peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak discovered in their liberty select cycler during tx complete ¿ step 9. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid leaked from inside the cassette door. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The technical support agent issued a replacement cycler due to fluid leaking and advised the patient to inform their peritoneal dialysis registered nurse (pdrn) of the replacement. Upon followup, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed the patient has received the replacement cycler and continued pd therapy using it without issue. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Event description:
A caregiver for a peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak discovered in their liberty select cycler during tx complete ¿ step 9. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid leaked from inside the cassette door. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The technical support agent issued a replacement cycler due to fluid leaking and advised the patient to inform their peritoneal dialysis registered nurse (pdrn) of the replacement. Upon followup, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed the patient has received the replacement cycler and continued pd therapy using it without issue. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.